Event description:
It was reported that (1) device was used during an anterior resection. It was reported by the affiliate that the cdh29 was being used during an anterior resection of the rectum with anus praeter. The procedure was carried out six months ago and was completed without any complications. The cdh device functioned without showing any problems. After two days the condition of the pt got serious and he was reoperated. When the anastomosis was inspected, no staples could be found. The surgeon mentioned that he was absolutely unclear, why no staples were present. The surgeon did not say that the cdh failed. There were no further complications to the pt. The device was discarded.